Event description:
Activating the safety device after giving an insulin injection to pt. During activation poked herself in the left thumb. Was wearing gloves at the time of injury. Tetanus 0.5ml given im because of needlestick.